Manufacturer narrative:
Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was not used for unknown reasons. The patient condition was unknown.